Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an aneurysm in internal carotid artery (ica) c2 with a max diameter of 15 mm and a 6 mm neck diameter. It was reported that the pipeline was introduced to the mca inside the microcatheter and deployment was initiated, but the tip could not be opened; system push, pull, and wire push were performed, but the deployment failure continued, so it was determined that it could not be used anymore, so it was collected. There was a frayed object on the tip of the stent. There was some resistance during induction. The pipeline was used for an indication that was off-label, specifically for an ica aneurysm. The device was prepared as indicated in the package insert.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient did not experience any adverse event or injury in association with this event. The lesion was located in the c2, size approx. 15mm diameter in max, neck diameter about 6mm. Vessel tortuosity was moderate to severe. The procedure was completed by implanting with replacement. The pipeline was placed in a straight place of mca when it failed to open. Resheathing, wirepush, and microcatheter push were performed in attempt to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.